Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a right ventricular (ra) lead was surgically abandoned due to lead conductor fracture just beyond the suture sleeve. Fracture occurred due to clavicular crush. This observation was verified by an x-ray. Another lead was successfully implanted in it's place. No additional adverse patient effects were reported.